Event description:
The customer reported that when energy was delivered via these defib pads, that there was a spark and that the pt sustained a burn.

Manufacturer narrative:
The customer reported that when energy was delivered via these defib pads, that there was a spark, and that the pt sustained a burn. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.